Manufacturer narrative:
No patient information provided as no patient was involved in this concern. August 11, 2015 a medtronic representative, following-up at the site, reported being able to loosen and turn and tighten the knob and the arm seemed to be locked in place. However, tried a few more times to double-check and the locking knob seemed to loosen a little and the arm moved. Therefore, this arm was loose even when fully tightened. Return requested. Replacement articulating arm shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. The locking knob is lodged and slightly loose. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The suspect vertek arm was returned and analyzed. Findings as follows: the lot number indicates this part is nearly six years old. Both ends of the arm are stiff, not locking or fully releasing. Mechanical malfunction, both ends locked up. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.